Manufacturer narrative:
Block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check done by the hospital technician, the cs300 intra-aortic balloon pump (iabp) has a battery backup issue. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
(Type of investigation, investigation findings and investigation conclusions), h10 additional information: event site postal code: (B)(6) , customer contact phone: (B)(6). A getinge field service engineer (fse) checked and found that the unit's battery is not charged by power supply unit and the battery is also found defective. Need to replace both batteries and power supply assembly.19-02-2024: checked and found that the problem is with battery alone and the same needs to be replaced. Power supply is working satisfactorily. Customer has released the purchase order for batteries. But currently batteries are not in stock. So awaiting to receive the battery. No further information available. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (investigation findings, investigation conclusions).

Event description:
N/a.